Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a left total hip with trilock stem and pinnacle cup done by surgeon in 2016. The patient has femoral start up pain, and a bone scan that is hot for the femoral component. The surgeon believes the stem to be loose, so he did a femoral revision and liner exchange. The cup was well fixed and retained. The stem was very difficult to remove and did not seem to be very loose. Doi: 2016; dor: (B)(6) 2018; left hip.